Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No clinical details regarding patient condition and resolution were provided.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure was due to a defective battery two. The root cause of the defective battery two was due to single cell failure. This report is being filed as part of a retrospective review of historical records.